Event description:
During an internal review of programming and diagnostic data, it was found that the vns patient¿s device was tested on (B)(6) 2012 and system diagnostic results revealed high impedance (>= 10000 ohms). The patient¿s device was tested again on (B)(6) 2012 and system diagnostic results continued to show high impedance. New tests were run on the patient¿s device on (B)(6) 2012 and system diagnostics returned impedance within normal limits. No patient adverse events were reported. No known surgical interventions have occurred to date.

Manufacturer narrative:
Review of the available programming and diagnostic history. Device failure is suspected, but did not cause or contribute to a death or serious injury.